Event description:
It was reported that the pt was implanted a cerasul alpha insert neutral ii/28 on the left side on (B)(6) 1999. During end of (B)(6) 2013 (exact date unk), the pt recognized a clicking noise in the groin area while stooping with slowly rising pain. It was possible to confirm the break of the ceramic inlay after x-ray examination. The pt was revised on (B)(6) 2013.

Manufacturer narrative:
The MFR did not receive devices, x-rays, or other source documents for review. Where lot number were received for the devices, the device history records were reviewed and found to e conforming. A cause for this specific event cannot be ascertained from the info provided. Should add'l info become available and an investigation result be available, that changes this assessment, an amended report will be submitted. (B)(4).